Manufacturer narrative:
Our field service engineer investigated the device on-site. During troubleshooting, the safety valve problem was confirmed by viewing the logs, detecting audible failure, and noting that the pre-use check failed the safety valve test. To address the issue, the safety valve magnet was replaced. After replacement, the valve malfunctioning stopped, but the service report indicated that the device now failed the flow transducer test during the pre-use check. To address this failure, the expiratory channel printed circuit board (pcb) was replaced. After replacing the pcb, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The provided device logs confirmed the issue with the technical error and the failed pre-use checks. The safety valve magnet was returned for further investigation. During simulated use testing of the returned safety valve, several pre-use checks were performed and passed. Additionally, ventilation was performed successfully for three days without generating any alarms or errors. The reported issue could not be reproduced. Our conclusion is that the safety valve magnet was the cause of the problem with the reported technical error and the failed safety valve test. Since the issue could not be reproduced, no definitive root cause can be established. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.